Manufacturer narrative:
(B)(4). The device (catalog# ad-14854) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports that catheter has a hole (located under the hub).

Manufacturer narrative:
(B)(4). The device (catalog# ad-14854) is not intended for sale in the us. Similar device/component sold in the us. The customer returned a 4-lumen cvc catheter for evaluation. The catheter showed evidence of use in the form of dried blood. Visual examination revealed that each of the extension lines had been cut with the exception of the distal extension line. None of the separated luer hubs were returned and the separation points of the extension lines were smooth and even indicating they had been intentionally cut/removed. Microscopic examination of the catheter body, juncture hub and distal extension line did not reveal any holes or damage. The catheter body outer diameter and length measured to be within specifications. Functional leak testing was performed by connecting the distal extension line of the catheter to the leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested per bs en iso 1055-1 annex c. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter while testing the catheter. The 3 remaining extension lines could not be tested due to the luer hubs being removed. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product describe suggested techniques and warnings to mitigate damage to the catheter. It states "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The IFU also cautions the user "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The customer reported issue of holes on the catheter body was not confirmed during the sample investigation. Visual inspections did not reveal any catheter damage and the catheter passed function leak testing per bs en iso 1055-1 annex c. A device history record review was performed and no relevant findings were identified. As no problem was found on the returned sample, no further action shall be taken at this time.

Event description:
The customer reports that catheter has a hole (located under the hub).